Event description:
Information was received from a healthcare provider (hcp) via healthcare it regarding a patient with an implantable pump. It was reported that health care provider wanted assistance retrieving an activity log report from a patient's pump. The user's attempts to connect to the pump kept timing out, and this issue prevented the user from getting the needed report from the pump. Hcit attempted to get more information from the clinician tablet. Additional information as received from hcit. They called the hcp back. They were reported that the cause of the pump timing out and not being able to generate a report was unknown. They reported that what most likely caused or contributed to this issue was also unknown. No steps were taken to resolve the issue. The hcp refused to look up through the electronic medical record to find the particular patient. The healthcare provider (hcp) was in the office and the tablet was in use. They reported that the issue had not been resolved as the hcp had not called back. The hcp did not stay on the call long enough to confirm physician knowledge of the event.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.